Manufacturer narrative:
The received device had the cannula assembly deployed. Inspection of the device found no evidence that would result in an infection occurring at the infusion site; a root cause could not be determined. The formed needle was visible in the soft cannula, indicating that the needle did not fully retract after needle fire. Score marks on the underside of the bottom housing were found, indicating interference between the linkage assembly and top housing. This interference, caused by a linkage assembly misalignment, resulted in a failure of the needle mechanism to retract the needle. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Changing your pod. Chapter 3 / page 24. Warnings: never use insulin that is cloudy; it may be old or inactive. Check the insulin manufacturer¿s instructions-for-use for the expiration date. Failure to use rapid-acting u-100 insulin, or using insulin that has expired or is inactive, could put your health at risk. Do not apply or use a pod if the sterile packaging is open or damaged, or if the pod has been dropped after removal from the package, as this may increase the risk of infection. Pods are sterile unless the packaging has been opened or damaged. Do not apply or use a pod that is damaged in any way. A damaged pod may not work properly. Do not use a pod if it is past the expiration date on the package. To minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab. Clean the infusion site with soap and water or an alcohol prep swab. Keep sterile materials away from any possible germs. Changing your pod. Chapter 3 / page 34. Warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. If you observe blood in the cannula, check your blood glucose frequently to ensure that insulin delivery has not been affected. If you experience unexpectedly elevated blood glucose levels, change your pod. If an infusion site shows signs of infection: immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Living with diabetes. Chapter 11 / page 115. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat. Warnings: if you suspect an infection, immediately remove the pod and apply a new pod in a different location. Then call your healthcare provider. If you see blood in your cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod.

Event description:
Patient complained to her mother that it was very painful every time she would give herself insulin and her arm was sensitive to touch. Patient continued to complain of the pain and her arm was very irritated. When the pod was removed, her arm was red and warm to touch. The patient also had chills, a fever and did not feel well. Mother stated she noticed the needle was still in the cannula, as it never retracted. The site got worse and the mother was advised to go to the ER (emergency room). The ER diagnosed the customer with an infection and an abscess which they had to drain and pack the wound. The ER gave the customer a dose of doxycycline-monohydrate. Mother stated the infection diagnosis started with a ¿c¿ but was not sure the exact name, stated she thinks it was cellulitis. The ER gave the customer a prescription of doxycycline-monohydrate for 5 days, twice a day. The patient checked her bg (blood glucose) while at the ER and the reading was 220 mg/dl, however, mother stated there were no drastic changes in her bg level due to this issue. On the 27th, the patient had to go back to the ER as the redness was growing and the abscess was not subsiding. The ER gave another prescription of doxycycline-monohydrate for 5 days, twice a day and they also repacked the wound from the abscess. There were no changes made to the settings nor insulin doses. The pod had been worn longer than 48 hours on the arm. Patient was able to activate a new pod on her leg.